Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The corresponding retention material complies up to inr 4.5 with the specification, based on the requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). The reporter also mentioned the patient was having difficulty generating a result on the meter when testing. A display check of the meter was performed and it was ok. At approximately 11:30 a.m., a sample from the patient was tested using the meter, resulting with a value of 5.4 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.5 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is twice per month. The patient is anemic, but hematocrit is not known. No alcohol was used to prepare the patient's finger prior to sample collection.